Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml bupivacaine at3 mg/day, 2100 mcg/ml baclofen at 260 mcg/day, and 10 mg/ml dilaudid at 1.24 mg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the healthcare professional (hcp) was unable to aspirate the catheter via the catheter access port as they wanted to during a pump replacement due to eos. They did not want to troubleshoot the issue and did not want to wait the 20 minutes for the back table prime, so it was asked how long there would be drug delivery from the existing catheter and how long for sterile water delivery before the intrathecal drug would be delivering again as intended. The existing drug from the old pump was utilized in the new pump and the intrathecal doses were reduced by 50% on (B)(6) 2017. No further issues were reported or anticipated.